Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with the insulin pump. The customer was in the school at time of call. Contacted the customer several times and the customer stated that insulin exits before the piston touches the reservoirs; the problem happened during the manual prime process. It was also reported that the customer was already hospitalized once, and the father was afraid it could happen again. Performed the displacement test and passed, and no damage to the drive support cap noted. No further information was provided.